Event description:
It was reported that the patient had their inflatable penile prosthesis (ipp) replaced due to the initial device being too short and too small to perform the task as the patient had extensive fibrosis. There were no patient complications.